Event description:
It was reported that patient underwent left pmi shoulder arthroplasty due to bone metastasis from cancer. The patient has been indicated for a revision to replace the liner due to poly wear and dislocation, however, a revision has not been reported. The sales rep has requested a specialty device, but they will be using a competitor replacement poly due to the waiting time quoted from our specialty device department. The poly will be replaced.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. Radiographs were reviewed by a health care professional and identified the following: two views of the left shoulder demonstrate a reverse left total shoulder arthroplasty with dislocation. However, it was noted by the rep, patient was dislocated to take the xray. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: cp561655 cust 32mm frdm prox hum 094510; cp561656 cust 75mm mosaic seg 053370; cp561657 9x24mm 400lb shrt cps spdl 053350; cp561408 mosaic/cps sm tap adapter 4cm 022580; cp561650 cust centering sleeve set 024830. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi department that patient underwent left pmi shoulder arthroplasty. The patient has been indicated for a revision eleven years post implantation to replace the liner due to poly wear, however, a revision has not been reported. The sales rep has requested a specialty device. Attempts have been made and no further information has been provided.